Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event, as the patient was not performing proper hand hygiene. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 (specific day unknown) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with ip vancomycin 2000 mg every 4 days and ceftazidime 1500 mg daily for 21 days. However, the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. The patient continued to undergo continuous cyclic pd (ccpd) utilizing the same liberty select cycler without any reported issues. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 (specific day unknown) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with ip vancomycin 2000 mg every 4 days and ceftazidime 1500 mg daily for 21 days. However, the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. The patient continued to undergo continuous cyclic pd (ccpd) utilizing the same liberty select cycler without any reported issues. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.